Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter would not power on. The (B)(6) specialist was able to classify the complaint based on the information provided to customer service. The patient reported that since (B)(6) 2012 the reported meter had intermittently not powered on. The patient replaced the meter's battery correctly. During this time period when the patient was unable to test her blood glucose levels, she continued to take her usual set doses of rapid-acting insulin and log-acting insulin. On (B)(6) 2012, at 3:00 am the patient experienced the symptom of rapid heartbeat and she felt hypoglycemic. The patient administered self-treatment by consuming two glucose tablets, and felt better after fifteen minutes. The patient did not seek any medical attention. The patient did not have a functioning backup meter to use during this time period, and was unable to test her blood glucose levels. Troubleshooting revealed the patient had replaced the meter's battery as recommended by the manufacturer, the test strips were correct and there had been no misuse of the product. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with glucose to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k061118.